Event description:
The facility's purchasing department reported an infusion pump with an 812:02 failure code on channel a. It is not known if the pump was hooked up to a patient when the failure occurrred. Although attempts were made by baxter technical support to obtain additional information from the reporting facility, details were not available regarding patient status, age of patient, medication involved or the set up of the infusion device. The hospital representative stated they have no record of any patient incident involving the pump since the last baxter service event.